Event description:
The complaint was initially reported to intuitive surgical, inc. (Isi) for a problem associated with error messages displaying during a preventative maintenance for the patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. There was no report of patient involvement or adverse outcomes.